Manufacturer narrative:
(B)(4).

Event description:
The hcp could not advance either of 2 stylets into the lead. A lead from a new lead kit was able to be implanted. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.